Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place (B)(6) 2012. Asr xl acetabular system - left. Reason(s) for revision: pain. Update: confirmed date of revision added as per update email received 04 may 2012. Update: product added (stem) as per update email received 05 july 2012 (this email shows previous revision date not the new one as per update 04 may 2012). Further email received confirming this & attached. Update - received 6 march 2013 - revised revision date. Date of the revision surgery was (B)(6) 2012 - 1st stage. Please note that a 2nd stage revision took place on (B)(6) 2012 stage 1 included the following procedures: acetabular and femoral components were removed. Spacer antibiotics loaded - not due to infection. Stage 2 included the following procedures: removal of the cement spacer. Insertion of ceramic on ceramic implant. Acetabular cup and femoral head including corail stem. Update received: 30th september 2013 - added hospital name: (B)(6) hospital, added surgeon: (B)(6) and attached surgeon confirmation form. Update received: 28th february 2014 - attached products stickers, query emails and surgeon confirmation form. Clarified details, left note, filled mapped to mw fields and added further reason for revision: patient believed implant may contain carcinogenic materials: patient dissatisfaction.